Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, air ingress was observed when the physician attempted aspiration. The physician tried irrigating the valve with saline while aspirating to no avail. The sheath was exchanged for a new one with the new sheath, the same issue was persistent. A competitor sheath was also used without resolve. The sheath was pulled out of the patient, and an echocardiogram was performed to verify that there was no effusion. The procedure continued and the left atrium was repunctured again. The case was completed with cryo. No patient complications have been reported as a result of this event. Additional information reported that the second sheath was used successfully after the repuncture.